Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly. Upon depressing the green buttons on the loading device, the seals did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).